Event description:
In january 2005, while wearing the sound processor, the patient reportedly experienced no sound percept. External equipment was exchanged. However, the problem was not resolved. Three days later, the patient was seen at the clinic for evaluation. Programming adjustments were made. However, the problem was not resolved. The next day, the patient was seen again for evaluation. Testing performed confirmed that the device was no longer functioning. The patients c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.